Manufacturer narrative:
(B)(4). Batch #: u9336y. Investigation summary: the handpiece was received disassembled and the ¿transducer assembly¿ was attached to the disposable. The nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect the remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nosecone. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch u9336y, and no non-conformances were identified.

Event description:
It was reported that prior to a roux-en-y procedure that when attaching the disposable to the handpiece while setting up for the procedure when the scrub tech torqued the disposable on to the handpiece that the handpiece fell apart. A second disposable and handpiece were used to continue the procedure. There was no patient involvement.